Event description:
The account alleged that the siderail will not latch. No patient impact.

Manufacturer narrative:
The account found the siderail was missing the bolts from the latch. The account replaced the siderail latch bolts to resolve the issue.